Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to incorrect reprocessing. The event can be detected/prevented by following instruction manual. [Olympus enf-vh reprocessing manual]. Chapter 3 compatible reprocessing. Methods and chemical agents. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During device evaluation, the reported issue (coating peeling off) was confirmed. It was observed that the distal end insertion section had peelings (5 inches) from end exposing the inner braid mesh and there was a leakage due to ruptured insertion tube sheath. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the coating was peeling off from the middle of the insertion tube. The reported issue was observed while reprocessing the subject device. Additional information received from the customer identified that the customer uses a non-validated disinfectant (maxicide opa 28) to reprocess their scope with the oer-pro (endoscope reprocessor). This report is being submitted for the reportable malfunction of use of non-validated disinfectant. There was no report of patient or user injury due to the event.